Event description:
It was reported that during an open bowel resection procedure they were unable to close the reload. Unknown how the procedure was complete. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that the tl90 device arrived in good visual condition and with a trh90 partially loaded on the device and fully loaded with staples. It should be noted that the reload will only fit and operate properly in the linear stapler for which it has been designed, that is the tl90 device will only work with a tr90 reload and a tlh90 device will work with the trh90 reload. For more information please refer to the instructions for use. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.